Event description:
It was reported that the customer consistently experienced air bubbles in the reservoir. The customer's blood glucose was 266 mg/dl. The customer stated that the size of the air bubbles were small. Troubleshooting was done. Instructed customer to tap the reservoir to gather small bubbles into a large one. After an infusion set change, the customer stated that the air bubbles did not persist. Advised customer to monitor the insulin pump and call back if the problems persisted. No further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.